Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system has received inappropriate electric shocks three times while playing soccer. Technical services (ts) discussed this is due to t-wave oversensing related to low r:t ratio. Troubleshooting recommendations were also provided. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system has received inappropriate electric shocks three times while playing soccer. Technical services (ts) discussed this is due to t-wave oversensing related to low r:t ratio. Troubleshooting recommendations were also provided. The s-ICD system remains in service. No additional adverse patient effects were reported.